Event description:
This report is based on information provided by philips bench technician and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 indicating that the equipment is constantly restarting and the rfu indicator presents the fixed x signal. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that device keeps restarting. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips bench technician and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 indicating that the equipment is constantly restarting and the rfu indicator presents the fixed x signal. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips bench technician and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 indicating that the equipment is constantly restarting and the rfu indicator presents the fixed x signal. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.